Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the handle with slider locked at position 2. The outer sheath remained attached to the slider, and the stent was partially deployed. No kinks were observed along the exposed length of the outer sheath. Functional inspection was performed by attempting to continue the deployment; however, resistance was noted in the slider, and the sheath did not retract. After unlocking the slider, an attempt was made to resheath the stent. The slider moved distally approximately halfway before encountering resistance, beyond which it could not be further advanced. No movement was observed at the distal end of the outer sheath. The handle was disassembled during destructive inspection, and the outer sheath inside the lad nose was inspected. No damage was identified, and the lad nose was able to slide down the sheath without resistance. Further disassembly of the handle revealed no rotational damage. However, the sheath over the hypotube appeared stretched. The stent was attempted to be manually deployed by pulling on the nosecone but could not be deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. Taking all available information into consideration, the investigation concluded that the observed damages of sheath stretched was most likely due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician, which could have resulted in the damage encountered to the device, this damage may have contributed to the inability to deploy the stent during the procedure. Additionally, the axios stent was returned partially deploy, which is known and documented within the instruction for use (IFU) as potential adverse events associated with the used of this device. It was noted that the axios stent was used in a manner inconsistent with the instructions for use (IFU) as the device was intended to be placed for an anastomosis procedure. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed for an anastomosis procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to pancreas due to pancreatic cancer during an anastomosis procedure performed on (B)(6) 2025. During the procedure, resistance was encountered during stent deployment. Despite audible sound heard from the handle, the first flare did not deploy from the catheter. Upon removal, the stent remained fully covered by the outer sheath and showed no visible damage. The procedure was successfully completed using a another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for an anastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be implanted for an anastomosis procedure. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent was partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to pancreas due to pancreatic cancer during an anastomosis procedure performed on (B)(6) 2025. During the procedure, resistance was encountered during stent deployment. Despite audible sound heard from the handle, the first flare did not deploy from the catheter. Upon removal, the stent remained fully covered by the outer sheath and showed no visible damage. The procedure was successfully completed using a another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for an anastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be implanted for an anastomosis procedure. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent was partially deployed. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the handle with slider locked at position 2. The outer sheath remained attached to the slider, and the stent was partially deployed. No kinks were observed along the exposed length of the outer sheath. Functional inspection was performed by attempting to continue the deployment; however, resistance was noted in the slider, and the sheath did not retract. After unlocking the slider, an attempt was made to resheath the stent. The slider moved distally approximately halfway before encountering resistance, beyond which it could not be further advanced. No movement was observed at the distal end of the outer sheath. The handle was disassembled during destructive inspection, and the outer sheath inside the lad nose was inspected. No damage was identified, and the lad nose was able to slide down the sheath without resistance. Further disassembly of the handle revealed no rotational damage. However, the sheath over the hypotube appeared stretched. The stent was attempted to be manually deployed by pulling on the nosecone but could not be deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. Taking all available information into consideration, the investigation concluded that the observed damages of sheath stretched was most likely due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician, which could have resulted in the damage encountered to the device, this damage may have contributed to the inability to deploy the stent during the procedure. Additionally, the axios stent was returned partially deploy, which is known and documented within the instruction for use (IFU) as potential adverse events associated with the used of this device. It was noted that the axios stent was used in a manner inconsistent with the instructions for use (IFU) as the device was intended to be placed for an anastomosis procedure. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed for an anastomosis procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture."